Event description:
An aus device was implanted on 5/3/93. The cuff was removed on 12/9/96. The pump and balloon were removed from the pt on 6/9/97 due to recurring incontinence and an entire device was implanted.